Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.   (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery(rca). A 10/3.00 flextome¿ cutting balloon¿ was selected for use. During the procedure, the pressure on the first inflation was 2 atmospheres and 4 atmospheres on the second inflation. However, during the third inflation, it was noted that the balloon ruptured at 6 atmospheres for 45 seconds. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good.